Event description:
A matron reported that a blue piece of plastic come out of the handpiece during cataract intraocular lens (iol) implant surgery. Pt harm required an anterior vitrectomy. Add'l info has been requested.

Manufacturer narrative:
A photograph of the particle was received and evaluated. From the picture, the particle could not be identified as a component of the phaco handpiece. The irrigation line on the handpiece is fully composed of metal and has no plastic within the line. The mfg procedures include that each handpiece goes through a particulate test to ensure that no particles exist in the handpiece before they are released. Proper cleaning procedures are also in place for these reusable handpieces in the directions for use (dfu). There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).